Event description:
It was reported that customer experienced an occlusion alarm resulting in a visit to the emergency room with a blood glucose level of 843 mg/dl. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released 04/17/26 with no permanent damage. Occlusion alarms were reported to continue and became ongoing. Occlusion alarms were addressed with a supply change, the customer continued to use the pump for insulin therapy.